Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she had hysterectomy (partial), salpingectomy (bilateral) and oophorectomy (unilateral).). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, urinary tract infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, abdominal pain, back pain, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia)" were added. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and urinary tract infection ("uti"). The patient was treated with surgery (she had hysterectomy (partial), salpingectomy (bilateral) and oophorectomy (unilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, abdominal pain, back pain, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated. Essure indication updated. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2009). On (B)(6) 2015, she explanted essure. Injury event was updated to dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, abdominal pain, back pain, general abnormal bleeding, migration, uti. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.